Manufacturer narrative:
Additional information was received that following the valve implant, mild paravalvular leak (pvl) was observed. It was believed that the fracking of the surgical valve caused annular tear. No treatment was reported for the annular tear. Approximately one month following the valve implant, the pvl worsened to severe. No additional adverse patient effects were reported. Corrected data: b2 - outcome attributed to adverse event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, valve sizing, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, the conclusive cause of the pvl cannot be determined. In this case, it was noted that the previous surgical valve was fracked and led to mild pvl and annular tear. This indicates that the probable cause of the pvl in this case could be due to patient anatomy (previous surgical valve). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 - method, results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the previously implanted surgical valve was fracked. Following the fracking, paravalvular leak (pvl) was noted. The transcatheter valve was implanted without incident. Approximately one month following the valve implant, the pvl worsened. Both the previously implanted surgical valve and the transcatheter valve were explanted and a new surgical valve was implanted. No additional adverse patient effects were reported.